Event description:
It was reported that during an unk procedure the surgeon found a metal abnormality in the tissue pad. The generaor did not alarm. The site changed to a new pad to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.